Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found no anomalies. The analyst noted that the device was programmed prior to implant. This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted.

Event description:
It was reported that the device had a low battery voltage while still in the box. The device was never implanted and was returned. No patient complications have been reported as a result of this event.